Manufacturer narrative:
Other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller said the recharger (insr) was not working. They stated it wasn¿t charging at all and they had tried different outlets. The connector pin was good, not loose or bent. The caller also reported the patient was in (B)(6) for the next few months. The caller said the patient couldn¿t call in because they could barely move and could barely be understood because of their parkinson¿s. The caller said the family patient was currently with did not speak spanish. The caller was transferred to repair where it was stated the insr would not power up and the patient would be receiving a replacement in the mail. There were no further complications reported.

Manufacturer narrative:
Analysis of the recharger (s/n (B)(4)) found the device was scrapped due to corrosion. If information is provided in the future, a supplemental report will be issued.